Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -14.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a pressure spike. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Result: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusion: based on the complaint history, work order search, medical review and the product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
Additional information received - the lens was implanted and removed from the right eye (od) due to excessive vaulting. The patient experienced narrowing of the angle, shallowing of the anterior chamber depth and a little pain. The patient's post-op best-corrected visual acuity was 20/20. The reporter indicated the cause of the event was not the device but was due to lens size selection (too large).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).